Event description:
It was reported to boston scientific corporation that a excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, during the first attempt to obtain a biopsy sample, the needle would not retract. The needle was found to be bent when removed from the patient and the scope. The tban device had been tested prior to use, and was found to be working properly. Another bronchoscopy procedure was successfully performed on (B)(6) 2012 with another tban device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the needle was not bent. The working length was kinked near the distal end of the device, proximal to the needle. A functional examination was performed. When the handle was actuated, the needle would extend and retract. Some resistance was felt when extending the needle; this was likely due dried residue and the kink. Most likely, due to some operational or anatomical aspect of the procedure, the distal end of the working length was kinked; this may have been perceived by the customer as the needle being bent. However, based upon the evaluation conducted, the report of the needle being bent and the needle being difficult to retract, could not be confirmed; therefore, no definitive root cause for the reported event could be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure performed on (B)(6) 2012. According to the complainant, during the first attempt to obtain a biopsy sample, the needle would not retract. The needle was found to be bent when removed from the patient and the scope. The tban device had been tested prior to use, and was found to be working properly. Another bronchoscopy procedure was successfully performed on (B)(6) 2012 with another tban device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.